Event description:
Information received with return of the explanted device notes that forty-eight hours post implant, intermittent loss of sensing and capture was seen in both channels. The patient experienced an episode of syncope and was returned to the operating room. The connector head and leads were "full of blood".